Event description:
It was reported that the device was leaking from water tank cover, missing the tank plug liquid stopper. The unit was found to be missing the water tank cap during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Device available for evaluation: yes. D9. Date returned to mfg: 03-jan-2024. Investigation summary: the affected device was received for evaluation. The reservoir gasket was worn out, the water tank cap was missing, the line cord was faded, and the quick connect was corroded. After visual inspection, the reservoir was filled with water, the temp check (B)(4) was attached, the line cord was plugged in, and the power was turned on to perform functional testing. The reservoir leaked from the bottom of the tank cover, confirming the customer's indicated failure. The root cause was due to a worn gasket. As a result, the reservoir gasket was replaced, along with the water tank cover, line cord, quick connect, and o-rings. Preventative maintenance and calibration were performed, and the device passed all functional testing. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.